Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing retainer, cracked select button keypad overlay, scratched case and minor scratched lcd window. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. Missing retainer ring, cracked select button keypad overlay, scratched case confirmed.

Event description:
Information received by medtronic indicated that, the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.